Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The photo provided was reviewed; however, a conclusive cause for the reported difficulties could not be determined based on the photo. Factors that contribute to the reported difficulties associated with deploying the plunger and needle to cuff miss may include, but not limited to, interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in the foot, posterior foot partially deployed in the foot. Factors that contribute to foot separation may include, but are not limited to, the device not gently pulled back to position the foot against the wall, use of excessive force leading to a foot break, a needle defection during plunger deployment. The subsequent treatment and foreign body (separated foot) left in patient appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device was advanced in artery with no issue and the foot was deployed. When depressing the needle plunger, "it kind of stuck" but was able to be deployed. There was no suture present when the needle plunger was remove after deployment (cuff miss). The lever was closed to retract the foot and the physician had thought that the foot retracted; however, the device was stuck and could not be removed. Cut down surgery was performed to remove the device and it was found that the anterior foot was present on the device but the posterior foot had broken off and was missing. The posterior foot was unable to be located in the patient and may remain in the patient. No other portions of the device separated. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A photo of the device received from the account shows the foot displaced and broken. No additional information was provided.